Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (suction channel) tested positive with the following: less than 100 cfu/ endoscope (escherichia coli + pseudomonas aeruginosa). The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed. The results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Below are information on customers cds checklist: paa_cds machine getinge. Aer/ewd reprocessor: not tested. Model name: getinge. Detergent name: poka yoke dlc. Disinfectant name: aperlan a & b. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel, forceps elevator wire channel. Detergent used : none. Manual cleaning : performed. Brush points: double brush : instrument / suction channel , suction cylinder , instrument channel port,balloon channel, distal end areas around elevator. Scope not sterilized. Brush model: canal aubilliaues brush (albyn medical, double brush- 2.7 mm, 4/6 mm). Swab model: nh-974. Manual disinfection performed. Disinfectant used: aniosyne x3. Scope storage: horizontally placed. Scope maintenance: by olympus. The (regional repair center) rrc france olympus for device evaluation results not yet available . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide rod lens were cracked, the distal end cap cover had a dent, the bending section rubber glue was worn out, the connection tube had sneakiness, the key top 1 was incised and cut, the universal cord had wrinkles, and there was knob play and less angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.